Event description:
Medtronic received information via literature regarding anatomo-pathological analysis of four transcatheter valves following explant. All data were collected from a single canadian center between december 2005 and february 2007. All four patients were implanted with a medtronic corevalve transcatheter valve. No unique device identifier numbers were provided. Case b: a 77-year-old male patient with a history of coronary artery bypass grafts underwent implant of a medtronic corevalve bioprosthetic valve. The initial valve placement was too low which resulted in aortic regurgitation (ar). Valve-in-valve implant of a second corevalve was successfully performed. At 9 days post-procedure gradients and aortic valve area were noted as improved. However, at day 13 post-procedure this patient died of cardiac failure in the context of a pre-existing severe mitral regurgitation worsened by recent subendocardial antero-septal myocardial infarction involving the anterior papillary muscle. Upon explantation of the two bioprosthetic valves gross examination found a white dull tissue was on the interior surface covering both prostheses. Microscopic assessment of the white tissue revealed fibrin intermingled with acute inflammatory cells, red blood cells and platelets. No additional adverse patient effects or product performance issues were reported regarding this case.

Manufacturer narrative:
Citation: noble et al. Anatomo-pathological analysis after corevalve revalving system implantation. Eurointervention. 2009 may;5(1):78-85. Doi: 10.4244/eijv5i1a12. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.